Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments bipolar yaw pulley was broken. The yaw pulley was broken and missing material approximately .140 x .126. The broken yaw pulley caused the grip to move and not make contact with conductor cable. A electrical continuity test was performed and found that the grip was not sitting in proper location, no continuity would pass. When grip tip was pushed to the proper location, continuity did pass. The electrical continuity test failed, due to broken yaw pulley. Failure analysis concluded that the broken yaw pulley damage may have been due to mishandling/misuse. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .198 - .049 in length and not aligned with the tube axis. Failure analysis investigation also found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .028 offset at the tips. Failure analysis concluded that the bent damage may have been likely due to mishandling/ misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken yaw pulley with missing material and/or various scratch marks on the main tube with light material removal found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the pk dissecting forceps instrument would not cauterize during the procedure, and a possible broken wire was observed. There was no report of any fragments falling into the patient. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.